Event description:
Laparoscopic cholecsytectomy was being done on the patient. Surgeon used disposable hasson and ports. At the end of the procedure, as he was untying the suture that was holding the hasson, the round black piece that was holding the suture came off. This has happened before according to surgeon.